Manufacturer narrative:
The event occurred during an open surgery, spondylolisthesis, l4-s1 (6 screws and 2 rods).

Event description:
During surgery, the 2-step reducer instrument didn't work properly: during the reduction step, when the inner shaft was quite in the final position, the instrument disengaged by the screw head. The surgeon was able to finish the surgery by using the compressor to keep the instrument in place on the screw, with no complications for the patient, even if there was a loss of time (more than one hour).

Manufacturer narrative:
Batch review performed on 09 march 2017. Lot 1410874: (B)(4) items manufactured and released on 28 july 2014. No anomalies found related to the problem. To date, no similar event has been reported on items of the same lot. On 24 march 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the parts looks intact and functional. The instrument was tested on a sawbones per its intended use: three screws where implanted, with first and last screws less deep, in order to simulate the conditions for rod reduction. Rod and setscrews were placed on first and last screw. Than the 2-step reducer was used on the centra screw, in combination with reduction driver and reduction handle. The rod reduction could be completed without failure nor detachment. In the surgery the reducer disconnected from the pedicle screw during reduction. That could be related to excessive force applied/needed for reduction. In such cases, the surgeon should prepare the tissues (release of the tissue) in order to disrupt bony tissues e.g. Osteophytes that may prevent the reduction.